Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (596 mg/dl), and large ketones. Reportedly, the customer input the bolus settings into the pump incorrectly. Customer delivered a manual injection to stabilize blood glucose levels.